Manufacturer narrative:
The insulin pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No audio tone alarm noted during self test due to broken red transducer wire. Cracked battery tube threads and minor scratches on display window noted. (B)(4).

Event description:
It was reported by the customer that their insulin pump was does not provide an audible sound when alarming. During troubleshooting, the customer was asked to perform a self test on the device. The device failed testing. Advised customer to discontinue use of device and revert to back-up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.